Event description:
Same case as MFR #: 2134265-2010-01873. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure the a guide wire detachment occurred. The 90% stenotic lesion was located in the moderately tortuous right coronary artery. Access was obtained through the femoral artery. During the rotational speed check of the 2.15mm rotablator rotalink system outside the body, the burr came in contact with the rotawire guide wire and was sheared off. There was no patient involvement. Procedure was completed with another rotawire guide wire. Patient status is reported as "good."

Manufacturer narrative:
Device evaluation: the complaint device was received connected together. Tug and connect/disconnect tests were performed to examine the integrity of the connection. No issues were noted with the units¿ handshake connector. Resistance was met in the annulus of the burr while attempting to load a control guidewire. Microscopically examination of the burr revealed that the burr was flared and misshapen and part of the spring tip was evident on the annulus of the burr. No issues were noted with the exposed brass on the plated back half of the burr. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-01873. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure the a guide wire detachment occurred. The 90% stenotic lesion was located in the moderately tortuous right coronary artery. Access was obtained through the femoral artery. During the rotational speed check of the 2.15mm rotablator rotalink system outside the body, the burr came in contact with the rotawire guide wire and was sheared off. There was no patient involvement. Procedure was completed with another rotawire guide wire. Patient status is reported as "good."

Manufacturer narrative:
(B)(4)